Event description:
Pt was straight cathed with #8 fr feeding type for urine specimen. Catheter was advanced without any difficulty. After approx 1 cc obtained, attempt was made to remove catheter but it met with much resistance. X-ray showed feeding tube to be kinked in urethra. Pt taken to surgery to discontinue feeding tube via cystoscopy.